Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high thresholds during follow up. The lead was successfully repositioned and a new pulse generator was placed. The patient was fine.